Event description:
Info received indicates the head of the bed is drifting two to three degrees every hour.

Manufacturer narrative:
The facility did not want to move the pt at this time to repair the bed.